Event description:
A 63 yr old male, who is 5 weeks status post placement of inflatable penile prosthesis for organic impotence, developed low grade fever with purulent drainage from the penile scrotal incision site.